Manufacturer narrative:
The investigation led to the following observations: the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. This issue has been reproduced by the r&d team. The most likely hypothesis is a programmer software issue, and it is corrected with the next smartview version 3.18. The tablet was sent to the repair center to install the smartview 3.18 and perform a simple checkup before returning it to the field. The complaint is recorded for trending purposes.

Event description:
Reportedly, the physician could not change the pacing value on the screen, it was frozen (might be related to the 3.16 known bug). The patient will come back next month for a new follow up.

Event description:
Reportedly, the physician could not change the pacing value on the screen, it was frozen (might be related to the 3.16 known bug). The patient will come back next month for a new follow up.